Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the flow rate is out of the standard value due to damage on the manifold unit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the flow rate is out of the standard value due to damage on the manifold unit. There was no patient involvement.